Manufacturer narrative:
(B)(4). The customer advised physio-control that they have decided to not repair the device due to the costs involved and the age of the device. The customer has retired the device from service. The device has not been returned to physio-control for evaluation. The cause of the reported failure could not be determined.

Event description:
The customer reported that their device displays its service indicator upon boot up and would not advance past the "call service" prompts. The device could not be used on a patient, if needed.